Event description:
It was reported that, "surgeon attached a hoffman ex-fix to the pt in a prone position then attached the ex-fix frame to an osi fracture table. The surgeon was trying to reduce the pt's pelvis for si cannulated screws. When the surgeon applied traction to reduce the pelvis, the MRI hoffman 8mm rods failed".

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report. Same pt went as 2008, MDR 8031020-2008-00221.